Event description:
As reported, the aortic valve was explanted after an implant duration of approximately seven (7) years and two (2) months due to stenosis and regurgitation. No other details reported. Male/(B)(6). [(B)(6) university - (B)(6)] as reported, the valve was explanted after a duration of 86,17 months (7 years, 2 months due to stenosis. Per the cer: decrease in exercise tolerance test, chest tightness and shortness of breath.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration (svd). There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. The type and cause of insufficiency/regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information.

Manufacturer narrative:
As received, the clinical observation of stenosis was confirmed. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. Moderate to heavy calcification was observed in all leaflets. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow and outflow aspects of the valve, fusing two leaflet at the commissure. The x-ray demonstrated calcification, there was no visible damage to wireform. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include but are not limited to patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this event patient age at implant may have been a contributing factor. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.